Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. No patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3: correction - date unknown; year valid d4: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, the reported issue was confirmed, and the unit shows an attachment error when attempting to attach the cassette. The downstream occlusion (dso) sensor was worn and defective. The dso sensor was replaced to address this issue, and the dso seal was replaced preventatively. The device then passed all testing.